Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft occlusion, endoleak); patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (m anatomy related; type 2 endoleak).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter saccular abdominal aortic aneurysm approximately fourteen months ago. The infrarenal angle was 21 degrees; aortic neck was 22-23 mm in diameter and 46 mm long. Distal aorta was 24 mm in diameter. Right iliac was 12-13 mm in diameter, moderately tortuous, and non-stenosed. Left iliac was 12-15 mm in diameter, mildly tortuous, and non-stenosed. Right femoral was 11 mm in diameter, and left femoral was 8 mm in diameter. It was reported that there was a type ii endoleak from a lumbar vessel at implant but left untreated. At the 1 year follow-up, a stent graft occlusion within the left/contralateral limb side was noted. No intervention has been performed, as the patient is asymptomatic. The patient will be followed and as long as there are no symptoms, nothing will be done. The likely cause of the occlusion is unknown. No clinical sequelae were reported, and the patient is fine.